Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. The device was replaced with another ventilator. There was no patient or user harm reported. The customer site chose not to disclose any patient information from the time of the event. A sales representative went to the customer site and ran the device, but the backup alarm failed alarm did not recur. After checking the event log for the alarm and confirming it occurred, the sales representative collected the device to be evaluated at a repair center. On 15apr2025, an authorized service provider (asp) evaluated the device at a repair center. The asp stated that the backup alarm failed alarm did not recur, but it was found in the device diagnostic report (drpt). The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a preventative measure. Following the part replacement the asp completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.